Event description:
Pt was diagnosed with colon cancer in 1993. She had a colon resection, a hepatic artery chemo pump implanted in 7/96. The catheter was noted to be in good position, but the pump did not function. The non-functioning pump was replaced.